Manufacturer narrative:
G4: 22oct2020 b4: (B)(6) 2020 the device was in clinical use at the time of the event. The device was swapped out and there was no patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated multiple error codes were in the event log ( auxiliary alarm supply failed, 35 v supply failed, alarm led failed, backup alarm failed and cooling fan speed error). The rse advised the caller to replaced the motor controller (mc) pcba or power management (pm) pcba with a spare to try to isolate. The customer did not have spare parts to troubleshoot. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The philips fse confirmed the reported problem and replaced the power management (pm) pcba to resolve the reported problem. The device passed all required testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07aug2020.

Event description:
The customer reported a ventilator alarmed while in use. This event was reported to have occurred during clinical use. There was no report of harm associated with this report.